Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 122 mg/dl. The customer removed the reservoir from the pump and it has air bubbles in it. After the troubleshooting was done, customer was advised that he did not complete fill tubing process. Customer was advised that the pump is ok and monitor device and blood glucose.